Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated his meter is giving him high readings when he compared his reading to 2 other meters. Customer reported the following readings form (B)(6) 2017: meter 1- 135mg/dl 9:00am; meter 2- 72 mg/dl 9:01am; meter 3- 69 mg/dl 9:02am. Readings were taken within 10 minutes using strips from the same vial. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.